Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the weld gave and bent the manual tilt center seat frame.